Manufacturer narrative:
There is a safety strap supplied as a standard component and recommended for use. There is also an optional patient transfer board. This facility has decided to begin using the safety strap and plans to schedule in-service training when pandemic conditions allow.

Event description:
It was reported they removed the peri post after the case was over and the individual resposible holding the patent did not do so correctly, and the patient fell off of the table and landed on the floor. No injuries were reported, they were not using a safety strap.

Event description:
It was reported they removed the peri post after the case was over and the individual responsible holding the patent did not do so correctly, and the patient fell off of the table and landed on the floor. No injuries were reported, they were not using a safety strap.